Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. For the misplaced screw, our engineering evaluation revealed that there was no system malfunction. The root cause was determined to be user technique. The software detected excessive force on load cell during bone work and alerted the user. This is the result of skiving forces detected while tool is inserted. The user was alerted to these excessive forces. For the stabilizers disengaging, our evaluation also determined that there was no system malfunction. The case logs show the software alerted the user of a back drive fault on the stabilizers. This is expected behavior of the system per design. This can be caused if the flooring is uneven or if there is excessive forces placed on the robotic arm. The cause of the reported issue was traced to user technique.

Event description:
Order of events: reference frame secured to sacrum. Scan completed with o-arm. Reference check complete and appeared accurate. Right and left sij first. All left l-4-s1 screws placed with robot first. Followed by right r4-s1 screws. Performed xray. All right screws on xray were significantly lateral and inferior. R-4,5,1. Patient left l4, first lumbar screw placed was visibly out of place and was repositioned manually. After x-ray right hand screws were also removed and placed free hand replaced. Stabilizer error occurred during case: the stabilizers raised on their own during screw placement. They were then raised and stuck in position. Robot had to be removed from operating space and rebooted. Significant time delay.